Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient saw the physician due to increased stoma site drainage, crustiness, and a lump at the stoma site. The lump, which was diagnosed as a granuloma, was treated with silver nitrate. On (B)(6) 2019, the patient was prescribed oral cephalexin for 7 days for the stoma site infection.